Event description:
The facility reported a colleague infusion pump with a malfunction where the "battery will not function for the full one hour, the pump was charged over night twice and it still would not run for a full hour". This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the telemetry department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: evaluation information: the reported condition of a colleague infusion pump in which "battery will not function for the full one hour, the pump was charged over night twice and it still would not run for a full hour" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to faulty main batteries as a result of user error. The main batteries and battery harness were replaced to correct this condition.